Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 81 mg/dl at the time of incident. Customer called back from a previous keypad anomaly troubleshooting and stated that they were having the same issue with the unresponsive buttons. Customer also mentioned that they were unable to complete the rewind or prime process due to keypad anomaly. The insulin pump is being replaced and is expected to return for analysis.